Manufacturer narrative:
It was reported "several" tests with innova antigen test kit were taken and displayed positive result. However, "proper" test was completed with a negative test result. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported by the patient that "several" tests with innova antigen test kit were taken and displayed positive result. However, proper test was completed with a negative test result. Further information noted, the positive test showed a grey line at the t line and a red line at the c line every time. Additional information for product-specific information and complete complaint details was requested; however unsuccessful as an undeliverable email notification for the email address was received.